Event description:
Pt developed an air embolism (fatal) during placement of hemodialysis catheter for chronic renal failure. Air embolus was visible under fluoroscopy during placement of right ivc catheter. They were unable to aspirate the embolus. No info documented in me report, r/t catheter.